Event description:
Patient was revised to address periprosthetic fracture, broken and loose stem. Osteolysis was also reported. It was reported that the patient has had breast cancer, with chemotherapy and radiation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.